Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The physician chose to use a 2.5 x 15 mm maverick2 balloon to predilate the lesion. On the initial inflation, the balloon ruptured at 12 atms. The patient remained asymptomatic during the event. The procedure was completed with another maverick2 balloon. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
(B)(6). (B)(4).